Event description:
The international customer reported that the ventilator went vent inop and alarmed during pre-operational testing due to an inhalation autozero test failure. An autozero failure during operation in normal ventilation mode may affect the accuracy of the system pressure measurement. The customer reported the occurrence was intermittent and when extended self testing (est) was completed the testing passed.

Event description:
The international customer reported the issue was resolved by reseating the tubing between the sensor pcb board and the 3 station solenoid.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
No service performed to date.